Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh and caldera t-sling were implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted on (B)(6) 2009 along with concurrent procedure cystoscopy due to sui, pop and cystocele. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems recurrence, bleeding, and dyspareunia. It was reported that patient underwent mesh revision/removal on (B)(6) 2009 due to vaginal mesh erosion.